Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.corrected fields: h6 medical device problem code and component code.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. D4: corrected g4: corrected h6: corrected investigation clinical codes.

Event description:
It was reported via legal documentation that approximately 27 months after a right total knee revision procedure, the patient has experienced prosthesis wear, pain, stiffness, discomfort, and weakness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.